Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an acute patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced access site bleeding. Systemic heparin was stopped. Three days later, the patient was taken to the operating room for a washout. The next day the repo sheath angle was flattened with a small amount of dried ooze. Incessant ventricular tachycardia on ecpella post-cardiomyopathy times two was deemed not due to the impella pigtail. The patient made comfort care. Additional information noted the patient was made do not resuscitate. Care was withdrawn and the patient expired. Abiomed's medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome.